Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." . ¿clean the connector cable with 70% isopropyl alcohol.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient mistakenly got a leg get caught in the purge/driveline and tried kicking it loose and purge sidearm broke between filter and red plug. The medical staff used a needle and connected the yellow lure to it to bypass, and then took patient to or for change out to new device. There was no harm to the patient reported as a result of this incident.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.